Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since the implant procedure, the implantable cardiac monitor (icm) has had electrical reset / power on reset. The company representative stated that the physician used a "bovie cautery during (the) implant procedure." The patient was seen and the reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.